Event description:
The thermage procedure I had left me with one eyebrow higher than the other, it has now resolved somewhat. Still have fat loss and dimpling of skin, noticeable by family and friends.